Event description:
Reporter stated that customer received the following results on the mobile system within 4 minutes: 112 mg/dl and 68 mg/dl. The customer had hypoglycemic symptoms of feeling tired at the time of these results. He self-treated with "some sugar" and felt fine afterwards. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.